Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 of the bd luer-lok¿ 3ml w/ndl were missing the printed product information. The following information was provided by the initial reporter: 26 syringes have been identified, so far, as missing the printed product information on the backside of the syringe sterile barrier.

Event description:
It was reported that 26 of the bd luer-lok¿ 3ml w/ndl were missing the printed product information. The following information was provided by the initial reporter: 26 syringes have been identified, so far, as missing the printed product information on the backside of the syringe sterile barrier.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: four hundred and ninety-seven samples were provided to our quality team for investigation. Through visual inspection, twenty-six samples were observed missing their unique device identifying information, one sample had incorrect stopper position, two samples had distorted/jammed stoppers and six samples had rolled graduated scale. Potential root causes for the incorrect stopper position, distorted/jammed stoppers defects are associated with the assembly process and the rolled scale defect with the barrel printing process. Potential root cause for the missing unique device identifier content defect is associated with package printing process. As corrective actions, quality alert will be issued to manufacturing facility for missing label content defect. Furthermore, a device history record review was completed for provided lot number 2158080. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. H3 other text : see h10.